Event description:
It was reported that the right ventricle (rv) lead had dislodged due to cardio-pulmonary resuscitation. During the extraction of the rv lead the left ventricular (lv) lead was damaged. Both leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the partial lead was returned in segments and analyzed. There is explant damage. The exposed svc defib coil was fractured at 40cm (overstress); the interior cable continuity is fractured (overstress) at 40cm. The distal conductor was fractured. The defib conductor was distorted and fractured (overstress). The outer tubing overlay was melted and had blood/body fluid. The outer tubing had esc breach/breach (non-electrical). The outer insulation was breached and cut. There was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) -the full lead was received in segments and analyzed. Visual analysis shows heavy explant damage to this lead as indicated in the paperwork. No anomalies were found. The lead was stretched. All conductors were distorted and stretched, and had blood/body fluid (not obstructed). The proximal and distal conductors were fractured (overstress). The outer insulation was kinked/buckled and had cosmetic esc. All insulators were breached and cut.